Manufacturer narrative:
The complaint of "ineffective stimulation" was not confirmed. The lead was returned complete. There was instrumentation marks on both tails consistent with explant damage. No broken wires were observed and continuity testing did not reveal any electrical opens. We did not identify any physical or functional anomalies that existed prior to the revision that would contribute to the reported complaint. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt experienced ineffective stimulation. Surgical intervention was undertaken and the physician explanted and replaced the lead. The pt reported effective coverage post-operative.